Event description:
The customer reported that during an open right colon procedure, the device did not seal even though an end tone, indicating a completed seal cycle, was heard. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The site indicated that the incident sample was discarded. The incident generator is being evaluated. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.